Manufacturer narrative:
The external visual inspection revealed cut silastic overmold at the lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires along the electrode lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The internal visual inspection revealed cracked epoxy at the feedthru joints on magnet side. This is not believed to be related to the return reason. The device passed the electrical tests performed. The reported complaint of sound quality could not be verified during this analysis, which was limited in some respects due to the electrode being damaged prior to receipt. The device passed all the electrical tests performed. However, the device failed the dye penetrant test, even though the residual gas analysis results were within our strict specifications. Based on an assessment of the dye penetrant data, it is believed that this device was not hermetic. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain the explanted device were unsuccessful. The device will not be returned to the company. A review of the device history noted no rework. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced sound quality issues. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient was reportedly explanted for a technology upgrade.

Manufacturer narrative:
The external visual inspection revealed cut silastic overmold at the lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires along the electrode lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.